Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture baker grade iii-IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture baker grade iii-IV. The device remains implanted.

Event description:
Additionally, healthcare professional reported patient experienced "painful encapsulation"; "surrounding the left implant, a moderate amount of seroma compatible liquid was observed; capsulitis; "left axillary ganglia with impaired hilar cortical relationship" and "left breast with periprosthetic image with multiple trabeculae inside". The device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified weight to the specification, crease fold, deformation, and yellow particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging. The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.3., b.5., b.6., d.7., d.10., g.1., g.3., h.3., h.6.